Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with l4-s1 pseudo repair therapy. It was reported that the ballast driver was loaded onto the power ease driver with adapter. Surgeon loaded the ballast closed screw and inserted the screw into the ilium. The last few turns of the screw it became super tight and the driver at the end snapped off. There was no patient symptoms or complications as a result of this event.

Manufacturer narrative:
D4. Lot no. Is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis product ID : 25100401; lot no. : ct20b022 visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are da maged. This is consistent with overload. D4. Lot no. Is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.